Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) of 344 mg/dl with abdominal pain, extreme drowsiness, nausea, feeling a ¿flu-like¿ sickness, extreme fatigue and a loss of appetite associated with an alleged history settings issue. It was also reported that the patient was ¿pushing fluids¿. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient received an empty cartridge warning over-night and did not realize it until the morning, which caused the patient to have a high bg level. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.